Event description:
In 2001 a lifesite system patient presented with a staph. Aureus pocket infection. The lifesite device was explanted and the patient was started on antibiotics. On event date the patient passed away as a result of the infection. The physician reporting the event indicated that the patient had been using the lifesite system for some time without any problems. However, two weeks prior to the first day of the event month the patient had a seroma of the pocket drained by the imnplanting physician. It was also indicated by the reporting physician that the patient was non-compliant with treatments coming to approximately 1 out 3 per week. The reporting physician also mentioned that the lifesite patient was also suffering from lupus and had a spleenectomy.